Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that patient underwent concurrent total laparoscopic hysterectomy with bilateral salpingooophorectomy procedure. It was reported that she underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that following insertion the patient experienced hematuria, dyspareunia, scarring and rectocele. No additional information was provided.